Manufacturer narrative:
Unit passed displacement and self tests. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. Unable to upload or download due to a problem associated with the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the customer was not able to upload. Customer had tried both on her care link personal and on pro on the web and none would allow the upload. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.